Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would fire then slow while pacing. The caller was informed that the epg was beyond service life due to the age of the epg, and the upgrade program was discussed. The status of the epg is unknown. There was no patient involvement.